Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. S4s/sur-fit natura 2 pc - 2 pc stomahesive (sh) wafer w/ flexible collar. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. It is noted that there are blank areas on this form, the info was not provided or is unk.

Event description:
Report received indicated the pt experienced an itching, non-draining rash with odor underneath the adhesive border from the 4 to 8 o'clock position. The pt experienced the condition during an unk period prior to complaint receipt. Recommended using wafer without adhesive, stomahesive powder and barrier wipes. Pt treated with benadryl cream and steroid cream. Pt outcome was not noted.